Event description:
It was reported that the stent (subject device) was intended to be used in the medical procedure. However, when the physician attempted to deploy the stent the distal end of the stent failed to expand. Despite several attempts the stent failed to expand thus it was removed from the patient's anatomy and a thrombus was seen in the stent. As per the physician's opinion the thrombus was the reason for the stent being unable to open. The subject device was replaced along with the microcatheter, and the procedure was completed successfully with a delay of 30 minutes. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed. The stent was fully opened but slightly deformed towards the middle with the wires compressed and the edges of the stent had frayed braid. Traces of blood were noted on the stent but there was no trace of thrombus. The stent delivery wire (sdw) was returned inside the introducer sheath. On removal of the sdw from the introducer sheath, the sdw was inspected and found to be intact with no anomaly noted. The introducer sheath was inspected and found to be intact and no anomaly was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis, but the result are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was not tortuous. Access was through femoral. There was no resistance encountered during navigation of the stent to the target lesion. The position of the stent was confirmed between the two marker bands. There was no resistance encountered during the stent deployment. The stent was recaptured/resheathed back during the procedure 3 times. There were no changes noted to the vessel wall at implantation site. There was no other adverse event apart from surgical delay. The stent was recaptured and removed. After taking the whole system out thrombus was seen presented on the stent. In the physician¿s opinion the cause of the stent not to open was thrombus in stent. After taking out completely the tip of the microcatheter was found deformed. The tip was flat. The adverse event result did not result in inpatient hospitalization or prolongation of existing hospitalization. The patient¿s current condition is discharged from hospital. The patient was on dual anti platelet therapy (dapt) before and after the surgery. Aspirin and clopidogrel were taken for 5 days. No patch test was performed. Product analysis found the stent was returned having been deployed (as per the event description, the stent will be returned with condition of completely deployed but it was not deployed prematurely during the procedure inside patient's body). The stent was fully opened but slightly deformed towards the middle with the wires compressed and the edges of the stent had frayed braid. Traces of blood were noted on the stent but there was no trace of thrombus. There was no anomaly noted with the sdw and introducer sheath. Based on the review of all available information, the as reported ¿stent failed/unable to open (when not implanted)¿ and ¿patient vessel thrombosis¿ was not confirmed during analysis as the stent was fully opened and there was no trace of thrombus on the stent, therefore an assignable cause of not confirmed was assigned as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors was assigned to the as analysed 'nv ¿ stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.